Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had "low infusion volume." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification, +/- 5% in relation to the reported "low infusion volume" which was reproduced and confirmed through evaluation. Evaluation could not find a direct cause. The device was reworked. Add'l info" inaccurate flow rate, insufficient flow or under infusion.